Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed, however, the patient was symptomatic when programmed to a non-susceptible pacing mode. The physician elected to program the device back to a susceptible pacing mode and monitor the patient. No device malfunction was observed while the device was in use. No patient complications have been reported as a result of this event.